Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #30 was removed due to nerve injury. An injury noted post op day once. Implant was removed and no other implant was placed to complete the procedure. No additional appointment required. Symptoms as a result of the event: paresthesia.

Manufacturer narrative:
Zimvie received one (1) t3st410, (t3 pro non-platform switched tapered implant 4mm (d) x 10mm (l)) for evaluation. Visual evaluation / functional test was performed, signs of use, apparent dried blood attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. DHR review was completed for the subject lot number 2120003981. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120003981 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. No apparent malfunction was identified with the implant that would contribute to the reported event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.